Event description:
It was reported that an otherwise unspecified bladder surgery was performed in 2001, with an absorbable suture used at an unspecified location. After one year the patient began to experience bloody spotting, but it is unclear from what body structure. An unidentified medication was administered to, reportedly, help dissolve the sutures. Subsequently the patient underwent what is characterized as minor surgery to remove the sutures.